Event description:
The customer contact reported a crack; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified concentration of a saline solution, at an unspecified rate. The customer contact reported that during priming prior to pt use, an unspecified volume of solution leaked from a crack of the tubing set. No specific details were provided. The tubing set was replaced. No additional info was provided.

Manufacturer narrative:
One used device was received and evaluated. Visual inspection of the device revealed that the clave secondary port on the cassette of the tubing set was partially torn off. There are white drag marks indicating the use of force. In addition, the clave is worn down indicated that a tool was used on it. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, controls for this design of the cassette with semi rigid adapter configuration did not consider the user needs neither the cassette with clave directly bonded to the secondary port of the cassette which was considered the solution for the complaints leaks and broken claves in the semi rigin adapter configuration. This report represents all info known by the reporter upon query by hospira personnel.